Event description:
It was reported, the patient had a csf leak and developed headache and nausea after the permanent implant procedure, although effective stimulation coverage was obtained by programming. Follow-up information received a blood patch was performed for the patient eight days after the implant and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.